Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that since the patient's reprogramming session last month, the patient had a new problem. It seemed that the intensity of the stimulation changed by itself.

Event description:
Additional information received from the healthcare professional on (B)(6) 2016 reported that the cause of stimulation changing by itself was not determined, and there were no reported steps taken to resolve the issue of stimulation changing by itself.

Event description:
Additional information was received from the patient that they were still having stimulation intensity changes by itself. The patient was redirected to their health care professional (hcp).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) reporting that a patient gets a lot of positional stimulation even with small movements, otherwise they receive good stimulation coverage. The patient's doctor wants to replace her entire scs system with paddle lead (to address positional stim). It was reviewed that the interstim lead would be limiting factor when it came to MRI's. The patient noted that they did have a couple of falls but doesn¿t relate them to the onset of the changes in positional stim. The impedances were checked on the day of this report and came back normal. The patient was expected to follow up with their health care provider. It was also noted that the interstim and scs systems were on different flanks and that there shouldn¿t be any interaction between the two. Indication for use include failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.